Manufacturer narrative:
(B)(4).

Event description:
It was reported that rotawire separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 330cm rotawire¿ was selected for use. During procedure, the rotawire was able to pass through the lesion; however, the microcatheter was unable to be advanced. Upon rotablation, the rotawire was manipulated without any support device such as guide extension catheter; however, the rotawire was unable to be inserted successfully. Consequently, rotawire was noted to be separated while manipulating. The fragment was snared successfully and no fragments left inside the patient's body. The procedure ended as it was. No further patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed and revealed that the device is fractured on its distal section, approximately at 329cm from its proximal end. The spring tip was also observed to be unraveled and kinked. The device was returned with a torque device grabbing the wire near its proximal section. Dimensional inspection of the outer diameter (od) of middle of the device and od of proximal section were performed and were within specifications. However, dimensional inspection of the overall length and od of distal tip could not be performed because of the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that rotawire separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 330cm rotawire was selected for use. During procedure, the rotawire was able to pass through the lesion; however, the microcatheter was unable to be advanced. Upon rotablation, the rotawire was manipulated without any support device such as guide extension catheter; however, the rotawire was unable to be inserted successfully. Consequently, rotawire was noted to be separated while manipulating. The fragment was snared successfully and no fragments left inside the patient's body. The procedure ended as it was. No further patient complications were reported and patient's status was stable.